Event description:
It was reported that the right ventricular and right atrial leads exhibited high impedance and noise. A possible pacemaker header issue was suspected to be a potential cause of the impedance and noise issues. On (B)(6) 2018, the device and leads were explanted and replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of noise was confirmed but high lead impedance could not be confirmed. A partial lead was returned for analysis in 3 segments. Full breach outer insulation degradation was noted at 4.5 cm from the connector boot with the outer coil exposed at the region. The reported event of noise was due to the full breach outer insulation degradation.